Event description:
The facility reported an infusion pump with a failure code 810:11. The failure was reported to have occurred during biomed testing. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.